Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: d204vrm ICD implanted: (B)(6) 2012 6935m62 lead implanted: (B)(6) 2012. Heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-09-30 UDI #: (B)(4), return date: 2018-08-31, device evaluation anticipated, but not yet begun mfg date: 2017-09-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers often get very hot and the patient is unable to touch them. The patient also stated that one of their controllers got "fried" when there was a power shortage in the building he is in. There have been multiple disconnect alarms due to the medical team switching out the patient's controllers when they get too hot to touch. The two controllers are planned to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controllers passed visual inspection and functional testing. The controllers were allowed to run for an extended period of time. Results revealed that the controllers' surface temperature felt normal to the touch. Additionally, thermal readings of the controllers were normal. As a result, the reported overheating and "fried" controller events could not be confirmed; the controllers operated as expected. Review of the controller log files revealed one (1) vad disconnect alarm logged on con312418 on (B)(6) 2018 and three (3) vad disconnect alarms logged on con312800 on (B)(6) 2018, which are indicative of physical disconnections of the driveline from the controllers. Of note, it was reported that the driveline was disconnected from the controllers during controller exchanges. As a result, the reported "disconnect alarms" event was confirmed. The most likely root cause of the reported "disconnect alarms" can be attributed to physical disconnections of the driveline from the controllers during controller exchanges. Additional products: controller 2.0 / con312418 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.